Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12809 it was reported the patient's right lead has been causing pain and discomfort since the lead was implanted. The physician relocated the lead which resolved the issue. Note the patient received two leads, it is undetermined which is the right lead. All possible devices are being reported.